Manufacturer narrative:
The edwards commander delivery system with sapien 3 ultra valve was not returned for evaluation, therefore visual, functional, and dimensional testing was not performed. A review of complaint activities and attachments revealed no additional information relevant to the complaints event. A device history record (DHR) review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed based on a technical summary that applies to this complaint; an engineering evaluation is not required. Imagery was provided by the complaint site and shows the delivery system after use and the following observations were made: balloon radial tear burst with stretched out and unraveled coil. Balloon burst and nose tip detached. The 3mensio imagery provided shows the patient anatomy with the following information: previously implanted valve with calcification present in the sinotubular junction (stj). A review of instructions for use (IFU)/training material for a technical summary for balloon burst, commander delivery system risk management worksheet, and procedure for product complaint and adverse event reports and trending were reviewed and captured in a technical summary, which applies to this complaint event. Therefore, an engineering evaluation is not required. No IFU/training deficiencies were identified. The complaint for "general risks - failure - balloon burst" was confirmed by visual inspection of the provided pictures. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. A review of available information suggests that patient factors (calcification) and procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation . The complaint for "general risks - failure - balloon burst", "withdraw catheter through vasculature / sheath - difficulty or inability to withdraw system through sheath", and "general risks - system components separate during use - distal tip" were confirmed. No manufacturing nonconformance was identified during evaluation. Available information suggests that patient factors (calcification) likely contributed to the complaint event. Technical summary is applicable to this complaint because calcification was present in landing zone and could have caused the balloon to burst. As such, a full engineering evaluation is not required. Since no edwards defect was identified. No corrective or preventative action is required. Control limits are managed and assessed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. In this case, the operators experienced withdrawal difficulty of the devices through the sheath. This was likely caused by device manipulation during withdrawal and/or patient factors (calcification and challenging anatomy) that may have contributed to the complaint event resulting in an unexpected medical intervention i.e surgical cutdown and snare.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our field clinical specialist, during a transcatheter aortic valve replacement procedure with a 26mm sapien 3 ultra valve, the commander balloon burst during deployment and would not come through the esheath. After multiple attempts of trying to pull it back into the sheath, the nose cone was "ripped" or torn from the device. The operator snared the nose cone and pulled it back to the common femoral and performed a cut down to retrieve it. The patient is doing fine and there was no report of any injury.